Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for oil gel globules with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for oil gel globules was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer¿ venous blood collection tubes: sst¿ serum had crystallization at bottom after centrifugation. Customer confirmed invert tubes according to guidelines (5 times and stand upright for 30 mins) centrifugation: 3500 rpm 5 mins. No serious injury or medical intervention reported.